Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in an unknown tyvek pouch. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced outside of the device and is advanced under the lens. The lens is still in the lens bay, the optic is bent and there is a scratch/mark in the centre. The haptics are bent. Returned photo shows an iol (intra ocular lens). There appears to be a line/mark in the centre of the optic. There is not a clear view of the haptics in this photo. Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens got stuck when it was inserted and apparently the second haptic was stuck with the tip of the device, everything was bent and chipped in the center. Additional information was received and there was no impact on the patient. Additional information was received, the lens could not be implanted. It was replaced by another lens and the surgery ended successfully.